Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and response of the buttons became very bad, and there were almost no response even though the customer pressed the buttons except the act button. The customer's blood glucose was 540 mg/dl. The up button and the down button on the right sometimes responded barely and sometimes did not respond. The insulin pump will not be returned for analysis.